Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high serum patient results for glu cartridge hexokinase method when the sample has a hemolytic serum index greater than 3. Same samples have been compared to the glum oxidase method and are lower and believed to be the true results by the physicians. Actual results were not supplied. The results were reported out of the lab. It is unknown if patient treatment was affected.

Manufacturer narrative:
Customer' s product was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were found in meter memory however, they were obtained outside the ten minute timeframe. This is a final report.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 84 mg/dl and 337 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.